Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a massive upper gastrointestinal tract bleeding. The cause of bleeding was a lesion or history of disease at the bleeding site that precipitated the bleeding (bleeding from a gastric hyperplastic polyp). 8 units or more, less than 16 units of packed red blood cells was transfused per 24 hours.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that anther cause of the bleeding was due to excessive anticoagulation therapy. On (B)(6) 2025, the right ventricular assist drive was removed due to recovery or withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure and gastrointestinal bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Additionally, the IFU outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and gastrointestinal bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Additionally, the IFU outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.